Manufacturer narrative:
The insulin pump was received with a blank/flashing white light on the display due to vertical cracked lcd controller pcb1. The pump had a minor scratched lcd window, scratched case and pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump screen was cracked. The patient's blood glucose at the time of incident was 150 mg/dl. During troubleshooting the customer stated that the damage occurred after the insulin pump was hit with a baseball. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional¿s instruction. The insulin pump was returned for analysis.